Event description:
It was reported that /hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022; the patient felt weak and as his cgm was not displaying values, he performed a bg which was 45 mg/dl. He subsequently lost consciousness, fell, and hit his head. His spouse gave him glucose tablets and called emergency medical services (ems). While waiting ems, a second bg was performed which was 43 mg/dl. Ems arrived and because of the glucose tablets administered by his spouse, the patient¿s bg value increased, and no glucose treatment was provided by ems. The patient regained consciousness; ems performed an electrocardiogram (ECG) as the patient has a history of cardiac issues and took the patient¿s vital signs. Ems instructed the patient to eat, a repeat bg was performed which was 60 mg/dl and ems left after 45 minutes. The patient declined transportation to the hospital. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.